Manufacturer narrative:
Section d5: operator of device corrected section h6: health effect - clinical code, health effect - impact code and medical device problem code corrected manufacturer¿s investigation conclusion: there were no device related issues with heartmate (hm) 3 left ventricular assist system (lvas), serial (B)(6), reported or identified through this evaluation. The controller event log file contained events from (B)(6) 2024. No notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including right heart failure, that may be associated with the use of the heartmate 3 lvas. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced low flow alarms on their right ventricular assist device (rvad) over the weekend of (B)(6) 2024. Patient was asymptomatic until presented with low flows. There was a concern for inflow/outflow graft obstruction and kinking of the outflow graft. The patient's hematocrit (hct) was reduced to 30% on (B)(6) 2024 in an effort to bring the flow calculation above the 2,5lpm alarm threshold, with good effect. External outflow graft obstruction was confirmed on computed tomography scan. No scan images nor test results were available. The flows remained at 3.0 liters per minute. The rvad log files captured numerous low flow events on (B)(6) 2024. The patient was stable and would be observed until transplanted.

Manufacturer narrative:
B5 narrative info. H6 - adverse event problem updated codes. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient was stable, on milrinone and would be observed until transplanted. The system controller was reprogrammed to 2.0 and 1.5 lfa for alarm fatigue.